Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2016. Upon follow up computed tomography (CT) showed an unknown endoleak. On (B)(6) 2016 an angiogram showed a potential type 3a endoleak as well as a potential type 2 endoleak. The physician elected to implant an infrarenal aortic extension to seal the leak. The patient is stable.